Event description:
Info rec'd indicates fluid is leaking from the gas cylinders causing the head section to not lower.

Manufacturer narrative:
The technician replaced both cylinders to repair the stretcher.